Event description:
Per the audiologist, the patient's flange fixture with abutment fell out in 2007. The patient was reimplanted with a new fixture two months later, and the baha sound processor was fit three months later. In 2008, the second fixture fell out. The patient will be reimplanted in approximately six months (date not reported). The surgeon will perform a two stage procedure with a "sleeper" fixture, then six months later will complete the second stage. The fixtures were not returned for analysis.

Manufacturer narrative:
This is a final report.